Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative (rep). The patient had 25 mg/ml dilaudid at 18 mg/day. The issue resolved for the patient. The patient had her sutures removed and the doctor had not heard from the patient since.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted:(B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare providers via manufacturer representative regarding a patient who was receiving an unknown drug via intrathecal drug delivery pump. The indications for use of the pump were non-malignant pain and failed back surgery syndrome. It was reported that the patient was admitted due to lower extremity clonus and increased pain. A CT scan showed that the patient had a granuloma at the tip of the catheter causing cord compression. It was noted that the event/difficulty had occurred approximately on (B)(6) 2016. The dose of the patient's narcotic was being decreased on (B)(6) 2016. It was indicated that the pump and catheter were removed, and the patient began showing some improvement.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.